Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, customer's blood glucose level displayed "high" and was resolved with manual injection the customer reverted to an alternate method of insulin therapy.